Event description:
Final cage impactor's plastic tip broke off the distal end while impacting the implant. No harm or injury to the patient was observed. From the DHR documentation this instrument is greater than 7 years old at the time of this communication. Potential wear and tear. Unknown user modality, unknown patient anatomy. Case indeterminate.